Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.

Event description:
Customer complains of hi results. Customer states he feels well and states does not require medical attention. The customer's expected blood results are 150-170mg/dl fasting. Verified the strips expire 04/30/2017. Customer confirms the strips are stored properly and were first opened on (B)(6) 2015. Customer performed back to back blood test 219mg/dl and 235mg/dl fasting. Reviewed meter memory: 1: hi (B)(6) 2015 07:01:00 pm fasting: no. Customers concern:customer only had one result in the memory of hi and that result concerned him